Manufacturer narrative:
The associated complaint device was not returned for evaluation. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that during surgery, knob broke off during procedure while it was being used. No delay, procedure was finished with a backup. No broken pieces got into the patient and no injury

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tabs on both sides of the post, which connect with a mating slap hammer, fractured off the device and were returned. The device was manufactured in 2015 and exhibits signs of extensive wear/ usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.